Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Na.

Manufacturer narrative:
The lancet device was requested for investigation. Occupation is patient/consumer.

Event description:
We received an allegation of an issue with a coaguchek xs softclix lancet device. The customer alleged the lancet needle was protruding from the end cap of the device. The customer also complained the lancet device was not sticking her finger even though the dial is set to 5. It is not known if the lancet was properly seated when the lancet was protruding.